Event description:
It was reported that there was a motor rate error. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704 as a result of warning letter cms# 617147. The device history review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. The device was returned for evaluation. Visual and functional testing were performed. Visual inspection found that the device was in good condition with no visible damage. During functional testing, motor rate error appeared after occlusion alarm and motor was unable to turn backwards. The root cause of the reported issue was found to be normal wear as the device was found with poor worm coupling with a cracked plastic part. Replaced faulty motor and performed all functional and electrical safety tests; device passed testing. (UDI) is unknown. No product information has been provided to date.